Manufacturer narrative:
Four months later, the device was explanted for normal battery depletion. This product issue will be re-evaluated if additional information is received.

Manufacturer narrative:
A boston scientific crm technical services discussed the reported clinical observations with the caller. The device remains actively implanted and no other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific crm received information that on (B)(6) 2010, this pacemaker displayed a longevity remaining of less than six months. Additionally, the battery status was just slightly above elective replacement time (ert) and the magnet rate was 90ppm. Most recently, the gas gauge was 1/3 full and longevity remaining was one year. The caller reported the daily measurements are present and there have been no programming changes made.